Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that coring occurred with the unspecified bd phaseal¿ injector during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the medical team encountered a problem with the phaseal system. Indeed, after use, the coring of a cytarabine bottle occurred. This was an isolated incident that occurred during use, with no clinical consequences for the patient. A second device from this reference and the same batch was used."

Event description:
It was reported that coring occurred with the unspecified bd phaseal¿ injector during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "on (B)(6) 2020, the medical team encountered a problem with the phaseal system. Indeed, after use, the coring of a cytarabine bottle occurred. This was an isolated incident that occurred during use, with no clinical consequences for the patient. A second device from this reference and the same batch was used."

Manufacturer narrative:
H.6. Investigation: four photos were provided to our quality team for investigation. The photos display an injector connected to a syringe, however, there is no evidence of damage to the injector or any foreign particles. After the visual inspection of all pictures received, no fm can be observed nor the injector nor the syringe. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available evidence we are not able to identify a definitive root cause at this time. Therefore, the event reported could not be confirmed.